Event description:
It was reported that during implant attempt, the helix was noted to be extended prior to any attempt to extend it. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the helix of the lead was extrinsically bent, and visual summary analysis indicated the lead was damaged at implant; full lead returned and analyzed.